Event description:
It was reported that a patient underwent a subtotal hysterectomy on (B)(6) 2013. During the procedure, the device stopped and chugged when the surgeon got to the fibroid. The procedure was completed with another like device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Blade seized/stopped. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.